Event description:
The following has been reported: technical implementation specialist reported: "I have three obf with the following serial numbers: (B)(6) - dead screen, pump powers up but screen wont turn on. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to mechanical hardware failure (screen no input). Unit started up with no alarms. Performed mock infusion and touch screen functioned normally and was able to navigate through different windows and applications. Verified lcd touch screen flex cable seated properly. The device was powered up at repair and lcd did not turn on. Lcd screen exhibiting intermittent issues. Lcd screen will be removed and replaced during repair process. No other damage found.